Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer's blood glucose reading was 37-47 mg/dl. The customer was on manual injections. The customer was assisted with sensor insertion. The insulin pump will not be returned for analysis.